Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had flickering image during preparation, prior to a diagnostic bronchoscopy procedure. The procedure was completed. There were no reports of patient harm.

Event description:
It was reported, the camera head had flickering image, during preparation, prior to a diagnostic bronchoscopy procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. A device history record (DHR) review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause could not be identified. Olympus will continue to monitor field performance for this device.